Event description:
During an in-clinic follow up, increased pacing impedance, increased capture thresholds resulting in loss of capture, and decreased sensing resulting in under-sensing were noted on the right ventricular (rv) lead. Dislodgement of the rv lead was suspected but this was not confirmed. The rv lead was revised to resolve this event. The patient was stable.